Event description:
A malfunction with a pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted with the reset process, and advised the caller to continue using the pump, instructing them to call back if the issue recurs.